Manufacturer narrative:
The reported complaint was confirmed. A specific failure mode was unable to be determined as the sensor was returned to the project manager coordinator, who scrapped the device. No additional action will be taken at this time.

Event description:
The service repair technician (srt) reported that during preventive maintenance of the device at the service center, the flow sensor failed release testing on the perfusion system. The system does not recognize that the sensor is attached and a constant "check sensor" message appeared. There was no patient involvement.

Manufacturer narrative:
This part belongs to the (B)(6) test lab. The part will be returned to the test lab.